Event description:
It was reported by repair work order that the customer alleged that the brakes had malfunctioned. Upon inspection of the unit by the service technician, it was identified that the brakes could not engage/hold properly due to a broken brake adjuster.

Manufacturer narrative:
Device has exceeded the expected life expectancy.